Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing leading to false pause episodes. It was suspected that the device had moved, but it was not confirmed. No device intervention was performed and the patient was stable.